Event description:
It was reported that the patient had problems recharging since implant two months prior. Review confirmed that the patient was currently recharging. The patient was concerned that the stimulator was not holding a charge. The patient was redirected to his physician. Additional information has been requested, but was not available as of the date of this report.